Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with f66 error; this condition had the potential to interrupt delivery. This condition was found in the medical surgery department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.